Event description:
A (B)(6) old, male, pt, contacted zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger and replacement battery packs.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger would not power on past the splash screen. Upon eval, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon eval, the battery would not hold a charge nor power up a monitor. Liquid contamination was discovered in the battery pack. The root cause of the liquid contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective internal charger component or the damaged battery pack. The pt received a replacement battery charger and replacement battery packs. Device manufacture date: battery charger, sn (B)(4): 03/2010. Battery pack, sn (B)(4): 06/2009.